Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage; our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported a patient who had an intraocular lens (iol) exchanged a week after implantation due to a crack in the optic. Additional information has been requested.